Event description:
It was reported that a shaft perforation occurred. The target lesion was located in the moderately tortuous artery in the pelvis. A f/g renegade 150/20/1 tip was selected for a coil embolization treatment procedure. During procedure, resistance was encountered near the distal tip of the microcatheter when it was advanced to the lesion. The device was removed from the patient and upon visual inspection, it was noted that the guidewire was stuck in the microcatheter. A small hole was also noted in the microcatheter caused by the guidewire. No detachment was noted. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).